Event description:
On 12/10/2010, it was reported to kci that a patient had a procedure in (B)(6) 2010, where a piece of foam was found in the wound. It was believed that the foam was left in the wound from 2008 while the patient was on vac therapy. It was reported that the community nurses may have not documented the number of pieces of foam placed in the wound and therefore, did not know to count the pieces being taken out.

Manufacturer narrative:
Based on info provided by the health care providers, it cannot be determined when the foreign body alleged to be v.a.c. Granufoam was inadvertently left in the wound. The foreign body was not returned to kci for identification, therefore, kci was unable to confirm identity of the foreign object. Kci is filing this report due to possible use error as a foreign body alleged to be a kci product was left in the patient's wound and removed during surgical exploration of the wound. Device labeling, available in print and online, states vac foam dressings are not bioabsorbable. Vac therapy dressing should be changed every 48 to 72 hours. Foam left in the wound for greater than recommended time period may foster ingrowth of tissue into the foam, create difficult to remove foam from wound, or lead to infection or other adverse events. When dressing is removed, count the number of foam pieces removed, correlate the count with the number of pieces previously placed in the wound and verify the complete removal of all v.a.c. Foam dressing pieces.